Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed displacement test and self test. Device received with intermittent button response due to flattened act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device received with cracked battery tube thread and cracked reservoir tube lip noted. No moisture damage on electronics and motor assembly noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the act button of insulin pump was sticking. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had cracks at the reservoir and on the battery casing and there was condensation inside screen. The insulin pump will not be returned for analysis.